Event description:
Rptr had implant surgery in 8/73 for augmentation at the age of 26. Implants were removed in 12/91 at the age of 44. There was always a hardness of the breast because of scar tissue. In 1986, rptr had a closed capsulotomy. She developed severe rheumatoid arthritis. In 1991, she found out that the implants were ruptured and had them removed. The ra improved 80% with the remvoal of implants. This is documented by test before and after surgery.